Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (driveline infection, pump pocket infection, sepsis, renal failure, patient outcome) could not be conclusively determined. A direct correlation between the reported events and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The center reported that the patient expired due to sepsis and renal failure on (B)(6) 2020. It was later clarified that the patient was admitted on (B)(6) 2020. The center reported that the infection was likely device-related, as the patient had a previous pump exchange for pump pocket and driveline infection (investigated under (B)(4)). The type of infection was pseudomonas aeruginosa. The center reported that the device operated as intended. There were no device issues or malfunctions that may have contributed to the patient outcome. No alarms were reported for this event. Heartmate ii lvas, serial number (B)(4) will not be returning for evaluation. The hmii lvas IFU lists infection, sepsis, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document, as well as the hmii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the vad coordinator, the patient expired due to sepsis and renal failure. It was reported the device operated as intended. No autopsy was performed, the device was not explanted. The device will not be returned for evaluation.